Manufacturer narrative:
As a result of foreign confidentiality requirements, no pt information was available.

Event description:
During an arthroscopic knee procedure, the physician was reportedly utilizing a super multivac 50 icw. Intra-operative the distal tip of the wand allegedly detached inside the pt portal. The physician washed the pt's knee out extensively, leading to a 30 minute surgical delay. After washing the portal, the physician was satisfied that no device fragments were lost in the pt's body. No further pt complications were reported as a result of this event.